Event description:
Three pts received scarring 5 weeks after the performance of bunionectomies. The doctor is not sure that the scarring was due to the product, but concerned that the catheter was placed in an area without a lot of tissue for the drug to be absorbed. The devices are not available for return.